Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. When the physician attempted to inflate the balloon, the balloon ruptured. Dilatation was then performed with another balloon and after multiple inflations, a stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.